Manufacturer narrative:
(B)(4). This device is not sold in the united states. The complaint was received by carefusion from a customer in france. An MDR was inadvertently submitted for this customer's reported issue. The supplemental MDR is being submitted as a correction to retract the initial MDR report (1423507-2014-00025) and correction MDR report (3010838917-2014-00005) submitted in error.

Manufacturer narrative:
(B)(4) - no sample is available for evaluation. If additional information is received a follow-up will be submitted. Na was chosen for type of reportable event as adverse event was not an option.

Event description:
Healthcare facility has been using the electrode contact spray ref (B)(4) since (B)(6) 2013. In june, a patient showed allergy symptoms first redness, then blisters after being in contact with this spray. It's the only time it has occurred so far. No more details are available.

Manufacturer narrative:
(B)(4) - no sample is available for evaluation. If additional information is received a follow-up will be submitted. 1423507-2014-00025 - this report (3010838917-2014-00005) is being submitted as the incorrect report number was inadvertently reported with the initial submission. This follow-up is being submitted only to reflect the accurate manufacturer registration number in the report number.

Event description:
Healthcare facility has been using the electrode contact spray ref (B)(4) since (B)(6). In june a patient showed allergy symptoms first redness, then blisters after being in contact with this spray. It's the only time it has occurred so far, no more details are available.